Manufacturer narrative:
Date of event was approximated. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's therapy was working intermittently and that the intensity level changed to where the patient felt stimulation and then did not feel stimulation. The patient reported that therapy worked 100% until (B)(6) 2017. The patient could not attempt troubleshooting because the patient programmer was not with her. The patient was redirected to the health care professional if the issue did not resolve and it was stated that the patient thinks she understands how the patient programmer works. There were no further symptoms or complications reported or anticipated.